Event description:
Pump cartridge change error was reported. Customer's blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support assisted by instructing the customer to remove the cartridge and inspect the o-ring, clean the pneumatic tap area, and successfully reload the cartridge. Customer resumed insulin delivery and was advised to monitor system performance; no cartridge replacements were necessary.